Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had received a notification for the third time for low hv lead impedance. This was reproducible with specific isometric movements. The lead was capped.